Manufacturer narrative:
A review of the site's complaint history does not show any additional complaints related to this product and/or this event. As of the date of this report, the instrument has not been received for evaluation. The system logs for the event are unavailable due to a lack of product information. Root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following: patient underwent additional, unplanned medical intervention six days after procedure. Blood was observed in both patient vomit and drainage. Patient required additional reconstruction of intestine. Hemorrhage was no longer observed during the follow-up. A follow up MDR will be submitted if additional information is received.

Event description:
On (B)(6) 2020, intuitive became aware of a ¿journal of gastrointestinal oncology¿ article titled, ¿rare postoperative hemorrhage after robotic-assisted pancreatoduodenectomy for pancreatic head cancer: a case report¿ (zhou, j.j., chen, w., et al., 2020). Within the journal article, an operative complication involving a da vinci surgical procedure was noted. On post operative day 6 patient underwent an emergency operation due to blood in vomit. Patient was found to have an output jejunal loop intussusception in the stomach. Patient was discharged on post operative day 10 and was reported to be doing well. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.